Event description:
Patient reports cadd legacy pump alarming no disposable. After general troubleshooting pump again alarming. Reservoir volume on cassette 13 ml. Assisted to switch to back up pump and no further alarm. No cassettes information available. No further details provided.